Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, a partial breakage of the delivery system of a 6x060 smart control 120cm self-expanding stent (ses) happened while withdrawing the system. Vascular forceps were used to clip out the broken portion and withdrew the delivery system. This occurred after performing biliary stent placement. The target vessel had mild tortuosity, no calcification, no acute or bifurcating angles, no chronic total occlusion (cto) and a percentage stenosis of 70%. There were no damages or anomalies noted to the device or packaging prior to use in the patient. There were no anomalies noted when removed from the package. There were no anomalies noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The procedure was a biliary intervention. The biliary had no calcification, mild tortuosity, no acute or bifurcating angle and a percentage of 70%. There was no patient injury. There was no additional intervention needed to take the piece of the device out. The device was returned for analysis. A non-sterile unit ¿pkg assy 6x060 smart vas120cm¿ was received coiled inside a clear plastic bag. The unit was unpacked to proceed with the evaluation. The device was fully deployed, and the stent was not returned for analysis. The unit presents a kinked condition located approximately 115cm from the distal tip. The locking pin was not fixed to the device. The lever is in the deployed position. The brite tip is frayed with a separation of the material. The separated piece was not returned for analysis. No other outstanding details were noticed. Sem analysis was not performed because the damages associated with the material separation are visible with the magnification obtained with a vision system. The edges of the separated area were inspected with a vision system observing it presented evidence of elongations, plastic deformations, and surface area with dimples. The damages found on the material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation due to the interaction with an unknown sharp object. No other outstanding details were observed during the evaluation. The reported ¿catheter tip frayed/split/torn¿ and ¿catheter tip separated¿ were confirmed as the device presented a separated and frayed condition on the brite tip of the stent delivery system. Additionally, a kinked condition was observed. However, the exact causes cannot be determined. The separated area presented evidence of elongations and plastic deformations suggesting the device was induced to forces that exceeded its material yield strength. Based on the information available for review, and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer. However, there were no problems deploying the stent; therefore, it is likely vessel characteristics, procedural factors and handling of the device contributed to the events involving the returned device. It appears the device interacted with materials that damaged the distal tip during withdrawal. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿when catheters are in the body, they should be manipulated using high quality radiographic equipment. Prior to stent deployment, remove all slack from catheter delivery system (see ¿stent deployment/ procedure¿).ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a partial breakage of the delivery system of a 6x060 smart control 120cm self-expanding stent (ses) happened while withdrawing the system. Vascular forceps were used to clip out the broken portion and withdrew the delivery system. This occurred after performing biliary stent placement. The target vessel had mild tortuosity, no calcification, no acute or bifurcating angles, no chronic total occlusion (cto) and a percentage stenosis of 70%. There were no damages or anomalies noted to the device or packaging prior to use in the patient. There were no anomalies noted when removed from the package. There were no anomalies noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The procedure was a biliary intervention. The biliary had no calcification, mild tortuosity, no acute or bifurcating angle and a percentage of 70%. There was no patient injury. There was no additional intervention needed to take the piece of the device out. The device was not returned for evaluation.